Manufacturer narrative:
Additional narrative: a product investigation was conducted. Visual inspection: cranial-scr plusdrive ø1.6 self-drill l5 (part. No: 400.835, lot. No: 14l5421) was returned and received. The thread profile, thread minor diameter, thread major diameter and material type were checked where possible to determine if complaint condition was the result of a failure in the manufacturing process. The cross-slot feature was found to be visibly damaged for the received screw which impacts the functionality. Thread tips were worn and damaged. But no broken features were observed with the returned screw. Dimensional inspection: a dimensional inspection was performed on the returned device. The thread profile, thread minor diameter, thread major diameter were checked where possible to determine if the complaint condition was the result of a failure in the manufacturing process. The cross slot width of the screw was found to conform to the specification per relevant drawing. The major diameter of the screw was found to conform to the specification per relevant drawing. The minor diameter of the screw was found to conform to the specification per relevant drawing. Head within 0.05 surface profile. Document / specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. Raw material testing: lot 14l5421 was checked for material type and no raw material issues were identified tiainb -accepted niton x-ray analyzer, ID: niton07 complaint not confirmed, no broken features were observed with the returned screw. Investigation conclusion: the reported complaint condition was not confirmed for the cranial-scr plusdrive ø1.6 self-drill l5 (p/n: 400.835, lot #: 14l5421). During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part number:400.835 synthes lot number: 14l5421 supplier lot number: n/a release to warehouse date: 06aug2019 expiration date: n/a supplier: jabil-monument no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the closed cranial surgery, when surgeon inserted the screw, the screw broke into two pieces after screwed about 2 cycles. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This complaint involves different surgeries and different patients and the occurrence period is from (B)(6) 2020 to (B)(6) 2020. As the hospital could not distinguish the specific information about user, patient and occurrence date, this event is reported as one complaint. This report is for one (1) ti low profile neuro screw self-drilling 5mm this is report 10 of 10 for (B)(4). There are total 14 devices involved in this event. This (B)(4). Reports 10 devices and remaining 4 devices are reported under linked (B)(4).